Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) for an unrelated problem associated with the patient side manipulator (psm) experiencing multiple faults on arm 3. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) was returned and evaluated. Failure analysis investigation found the psm arm failed the weighted brake drop test. Isi has conducted a device history record (DHR) review for this psm and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. No patient involvement occurred, however if this malfunction were to recur it could likely cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.